Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an unexpected restart alarm, an external ram error alarm, as well as a off no power alarm. Customer's blood glucose levels at the time 202mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the self test. The insulin pump alarmed for a reset error after a battery change due to a faulty connector on the interface board. The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.